Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Complaint sample was evaluated and the reported event has been confirmed. Visual evaluation of the returned products identified that the outer sterile cavities have been damaged and the sterility has been compromised. DHR was reviewed and no discrepancies were found. Investigation has concluded that the cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during warehouse inspection, it was found that the sterile packaging was damaged. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.